Event description:
The customer reported that the device will not power up with batteries or aux supply. There were no pts associated with the reported event.

Manufacturer narrative:
Physio-control supplied troubleshooting assistance and power pcb assembly parts info for repair.